Manufacturer narrative:
The explant date of (B)(6) 2017 reported in the initial MDR was incorrect. Additional information was provided and the correct explant date is (B)(6) 2017. Additional information received reported that the implant date was on (B)(6) 2016 and the explant date was (B)(6) 2017. Also, the patient is a female with date of birth (B)(6). The operative eye was the right eye (od). Reportedly, the lens was replaced with a non-amo lens. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: female. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 09/21/2017. Device returned to manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product is inspected by a qualified inspector using a 12x magnification. No anomalies were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: exact date is unknown, not provided (2017). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 20.0 diopter intraocular lens (iol) was explanted on (B)(6) 2017 due to patient complaints of halos and glares. There was no incision enlargement or vitrectomy performed. Also, the patient is okay. No additional information was provided.